Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in fair condition with a cracked housing. Device was powered up and had alarmed ec 1260 which is noted to be a corruption of the memory of the circuit board. The circuit board was then replaced. This investigation has confirmed the reported customer complaint, and the problem source has been determined to be unknown. There is no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy plus infusion pump had error code lec 1260. No patient involvement, occurred during testing.